Event description:
Reporter alleged the lancet sticks out past the device cap, however, when trying to puncture fingertip for glucose testing, customer was unable to do so. It was stated the MFR confirmed the lancet was protruding past the end cap out of the device. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Unable to test device due to condition of return.